Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Failure of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis, non-calcific degeneration and/or endocarditis. A definitive root cause cannot be determined. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
It was reported that a 27mm mitral valve was disabled via a valve-in-valve procedure after an implant duration of 3 years due to degeneration, stenosis and regurgitation. A 26mm transcatheter valve was implanted with excellent function of the valve.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA: 20-00141.